Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump ejected insulin during the load step. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: no cartridge detected warnings were observed in the black box. During the load step, the pump pushed approximately 80 units of insulin out before recognizing the cartridge. After priming, the pump immediately lost prime. A force sensor calibration test revealed that the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.